Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced testicular pain. The pt's pain pattern is low back and legs. Subsequently, the pt underwent surgical intervention on (B)(6) 2014 and his scs system was explanted. The pt reported the pain has resolved.